Event description:
It was reported to philips that dc power supply unit in m cabinet failed on a allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the dcps 24v 12v 5v and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).